Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt while filling a cartridge and the cartridge septum was damaged. Customer changed the syringe needle and cartridge. Customer's blood glucose was 154 mg/dl.